Event description:
Per user facility medwatch form # (B)(4) attached to this report, a vats wedge resection procedure. There was no staple line after firing.

Manufacturer narrative:
(B)(4). The analysis results found that one ple60a device was returned with the anvil bent upwards and with an ecr60b cartridge loaded on the device. The returned reload was fully fired and in good visual condition. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. Upon firing, the pawl bailout was found to be damaged and engaged with the drive bar. This condition was intermittent and it prevented the device from completing another firing sequence; however, it could not be determined what may have caused this condition. Event could not be confirmed as the device closed and opened without any difficulties noted. No unusual noises were heard during functional testing. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4) . The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.